Event description:
A device report from (B)(4) indicates a surgeon in (B)(6) reported: surgeon was using a battery handpiece and the tool would not stop working. The instrument jammed and caused a recoil injuring the surgeon. The ligament between os scapoid and os lunate is torn. Surgeon needs to have surgery. There was no mention of the date scheduled for surgery.

Manufacturer narrative:
Mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. Battery handpiece was investigated and based on the reported damage, possible causes were identified. Deviations in the behavior of the machine stop. Deviations in the manufacturing process of the system. Deviations from the treatment of the system: the battery handpiece was subjected to several function tests as well as to a review of the manufacturing documents. The measured torque was found to be according to the specifications. No deviation of the stop-behaviour of the handpiece could be detected. The documentation of the assembly and testing process showed no deviation to the specifications. Temporary phenomena, which can cause the reported malfunction, as e.g blood residues or deviations to the recommended reprocessing treatment can not be excluded. The reported malfunction could not be reproduced under laboratory conditions.